Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the stapler was reloaded a third time with a 6r45b reload, the staple line formed slightly misaligned staples on the stomach. On the fourth firing with a 6r45b on the stomach to form the closure of the stomach, the staples fired only approximately 10mm, yet cut the entire length. The surgeon had to sew the misaligned and open stoma shut. As he was doing this, the other staple line opened as well. There was extended or time because the surgeon had to remedy the two failed staple lines. There was no pt consequence.